Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease (dvd) of the distal left main left anterior descending artery (lm-lad), and a percutaneous coronary angioplasty was performed. A 3.50 x 32 synergy stent was deployed in the lm-lad. Following deployment, a distal stent edge dissection was noted from the mid lm to proximal lad. A 3.00 x 12mm synergy stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications resulted in relation to this event.